Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the navigation system would not communicate with the imaging system. Initially, a transfer failure occurred. Manually pushing the images was attempted without resolution. Performing a re-spin resolved the reported issue. There was no imp act to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through . Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.